Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he sought medical attention due to unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 254 mg/dl. The customer was unable to troubleshoot at the time of the call. The customer wanted advice on what to change his basal rates to. Advised the customer to speak with his health care professional for advice on the insulin pump programming. Nothing further was reported.